Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.